Manufacturer narrative:
(B)(4). Uncut washer - blemished additional information: confirmed that there were three donuts. Another surgeon believes [the device] had been fired more than once. Ees field quality engineer (fqe) reviewed three photographs from this case and provided the following comments and conclusion. Comments: based on the fact that there are three tissue donuts, two of which have tissue imbalances along with what appears to secondary cuts, the photographic indicators point to what might result when a device was fired more than once. When this device is fired, the staples are advanced slightly ahead of the knife to pierce and help pin the tissue in place as the knife advances and starts to cut the tissue. The formation of the staples and cutting thru most of the stroke are in sink. However, the cut will be complete before final staple formation is achieved. This is why the instructions for use notes to fire the device until the firing handle/trigger touches the device body. Once the handle/trigger touches the device body, the firing stroke is complete and no more firing should be attempted. Note: every time the device handle/trigger is depressed, the knife will advance. The advancement of the knife a second time should never be done because in doing so the knife could cut into the anastomosis that was just created, causing severe damage to the tissue and compromise the staple line. There are a couple ways that a third donut can be created, and one of them is multi firing the device. With two of the tissue donuts having large tissue imbalances circumferentially and the cuts, in my opinion, looked more jagged/torn, I believe that the third donut was the result of a multi fire situation. Conclusion: based on the event description and photographic evidence, it is the opinion of the fqe that this complication was the result of multiple incomplete firing strokes. Hence, staples were deployed but not completely formed coupled with multiple cut attempts resulting in a compromised anastomosis. The analysis results found that the device arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device, the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle), staples could be partially deployed without cutting the washer. For more information, please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was initially reported that the circular stapler had cut but not stapled. No additional information provided at the time of the call.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: it was later reported that during a colon resection procedure for diverticulitis, the device cut and had no staples. The anastomosis was hand sewn to complete the procedure. No adverse consequences reported. Was the procedure done open/laparoscopically? Colon resection. What device was used for the proximal and distal transection? Asku. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? Purse string device - covidien. Was the spike of the trocar inserted lateral or through the staple line? Asku. What confirmation did the surgeon receive that the anvil was firmly attached? Asku. When the device was fired, where was the indicator within the green zone/gap setting scale? Asku. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Asku. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Asku. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? No. What steps were taken to confirm successful anastomosis? Donut confirmation and an air leak test was performed and there were a lot of leaks b/c there were no staples to keep the tissue together. Did the operation change significantly as a result of the device issue? No. What is the patient's age and sex? Female. Did a hcp other than the primary surgeon fire the instrument? Surgeon fired the device was there a recent conversion to ees devices in this account or with this surgeon? No. It was later reported that there were donuts present but no staples.

Manufacturer narrative:
(B)(4). Additional information: ees field quality engineer (fqe) reviewed five x-rays and provided the following observations, comments and conclusion: general notes: not knowing the tissue samples (donuts) physical condition and positioning for x-raying, my comments can only be relative to what I can see on the x-rays. Of the five x-rays, only the one of specimen #3 contains staples and will be the only one reviewed in detail below. Observations: there are nine (9) staples placed in a circumferential pattern. They appear to be staples from a purse-string device, like the covidien's purstring 45. The gap in the purse-string staples circumferential pattern contains anastomotic staples which I assume to be from the cdh29a circular stapler. The presumed anastomotic staples have middle to high "b" formation. The position of the presumed anastomotic staples relative to the presumed purse-string staples appears to be incorrect. Comments: staples having middle to high "b" formation are typical markers that the orange indicator was placed in the middle to high range within the gap setting scale, or that the device was not fired completely where the plastic trigger contacts the plastic handle. I would expect to see the purse-string staples contained within a circumferential pattern of anastomotic staples, not in a gap or off to one side. This off set could be the result of a multiple firing. Based on my opinion that anastomotic staples were present in the x-ray, the cdh29a device did contain and deploy staples. Conclusion: based on the visual evidence in the specimen # 3 x-ray, the event description "circular stapler had cut but not stapled" could not be confirmed. Based on my earlier photographic analysis, the device analysis and now the specimen x-ray analysis, it is my opinion that the complication experienced may have been an interaction between the purse-string staples, formation of the purse string, tissue placement and incomplete initial firing stroke, requiring additional firing attempts and potentially compromising the anastomosis integrity.